Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular defibrillation (rv) lead exhibited increasing shock impedances and synch shock was delivered. This ICD recorded a code 1005 indicative of an open circuit condition detected during shock delivery and suspected out-of-range shock impedance measurement. The ICD and rv lead was explanted and replaced due to lead fracture and failed defibrillation threshold (dft) testing. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular defibrillation (rv) lead exhibited increasing shock impedances and synch shock was delivered. This ICD recorded a code 1005 indicative of an open circuit condition detected during shock delivery and suspected out-of-range shock impedance measurement. The ICD and rv lead was explanted and replaced due to lead fracture and failed defibrillation threshold (dft) testing. No additional adverse patient effects were reported.